Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
It was reported the patient was presented to the physician with the condition of depressed left ventricle function and moderate aortic insufficiency (ai). The 23f introducer was used for a cardiomyopthy procedure, for a bridge to transplant. A bleed occurred between the 23fr introducer and graft once the graft locks were deployed, not a full hemostasis. It is not known how much blood was lost, however, no blood products were required and the patient was not harmed as a result of the bleed. No additional information is available.

Manufacturer narrative:
The following sections were updated in follow-up 1: b4, g3, g6, h2, h6, and h10 the device was used for treatment. The device was not returned for analysis as device was discarded, therefore, the clinical observation could not be confirmed. The investigation was focused on a review of product documentation. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. However, following controls are in place to mitigate the reported product issue. Per qa procedure adelante s2s introducer sheath in-process and final inspection: sample size: 100% inspection. 12.3 vacuum leak test - perform pressure and vacuum leak test per procedure. Per instructions for use (IFU): when assembling the sheath and dilator, care must be taken to insert the dilator tip straight through the center of the valve membrane in order to prevent inadvertent puncturing of the membrane. Dilators, catheters, and pacing leads should be removed slowly from the sheath. Rapid removal may damage the valve membrane resulting in blood flow through the valve. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. In addition, there was no new failure mode identified and the risk remains acceptable. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report isbased upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.